Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the proximal handle of a 6f .070-inch judkin's left (jl4) 100cm vista brite tip guide catheter was cracked. Two units were reported with the same issue and neither device was put into use as the issue was found prior to usage. There was no reported patient injury. The devices were stored per the instructions for use (IFU). There was no damage to the exterior packaging and no indication of compromised sterility. There was no damage to the guidewire. Another device, identified as a non-cordis device, was used to complete the procedure. The devices will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.